Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient's implantable system was evaluated after getting a lead safety switch (lss) alert on this right ventricular (rv) lead. The patient had loss of capture with noise in bipolar configuration and oversensing of myopotentials in unipolar. Reportedly, the patient felt dizziness when he was driving to the hospital. Technical services discussed concern and risk with potential lead issue and risk of lead issue continuing to unipolar portion of the lead, especially since the patient is pacer dependent. Subsequently, this rv lead was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned or only the proximal segment was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 25.5 centimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib crush. Analysis concluded that the clinical observations of oversensing, failure to capture and high capture threshold, were likely caused by the confirmed fracture.

Event description:
It was reported that this patient's implantable system was evaluated after getting a lead safety switch (lss) alert on this right ventricular (rv) lead. The patient had loss of capture with noise in bipolar configuration and oversensing of myopotentials in unipolar. Reportedly, the patient felt dizziness when he was driving to the hospital. Technical services discussed concern and risk with potential lead issue and risk of lead issue continuing to unipolar portion of the lead, especially since the patient is pacer dependent. Subsequently, this rv lead was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.